Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v638133, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The patient reported on the day of the call that she experienced shocking or jolting sensation. It was indicated that patient noticed 2 weeks ago her neurostimulator (ins) battery was low. It was indicated that health care provider was notified. The patient wanted to turn her device off but was not able to. It was noted that patient was on program1 at 1.5 v it was decreased down to 0 v and therapy was turned off. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient was at work one day and they started to get electrical shocks every couple of minutes. It was noted that it started a couple of weeks before they had the device replaced. The patient reported they had their device checked and their doctor told them that the ins battery was depleting. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient was asked if the ins that was explanted in 2014 shocking them was determined. They responded that they believed it was a faulty battery. After the battery was changed it worked great and it was too soon for the battery to be low. When asked what circumstances led to the shocking, they responded it had just happened out of the blue. It was further reported that a battery change fixed the issue.